Event description:
Had first synvisc injection into left knee approximately 2:00 p.m. In 2008, in orthopedic surgeon's office by the surgeon. Am status/post left knee arthroscopy in approx four months earlier. Had synvisc at suggestion of physical therapist for ongoing pain issues. I am not allergic to poultry protein, eggs or feathers. Had injection in what I would deem a sterile manner. About 3-4 minutes after injection felt mild tightness in my throat. I was still in physician's office and should have said something but because I was counseled before injection by surgeon that there were no allergic side effects unless I was allergic to poultry protein, feathers or eggs, which I am not and so I had not risk. I honestly was not sure why my throat felt a little tight, but it was mild and I felt I would be ok, not to mention the surgeon said, it was free from side effects except for those previously mentioned. I walked from doctor's office to car and while awaiting my turn to pay my parking fee, felt increased tightness in throat, had some airway difficulty and felt some tightness in upper chest, just below my throat. This was now about 15 minutes after injection. Got out of line and went back to hosp. Made it to the lobby of the physician's office and was awaiting the elevator but by now was having more difficulty getting a deep breath. A passing physician saw me in respiratory distress, got me a wheelchair and called my surgeon who said it to go to ER, and I was wheeled to ER. Had albuterol nebulizer treatment, IV push benadryl, and IV mini bag decadron. Over the course of about 90 minutes, I felt relief of airway constriction and chest tightness was relieved in full. I was discharged home in about 3 hours time. Emergency room physician called my surgeon who told him it was "impossible I had an allergic reaction because that just doesn't happen unless I was allergic to poultry proteins, eggs or feathers." Emergency room physician told me I indeed did have an allergic reaction and I am a nurse and am allergic to compazine and recognized the same symptoms when I took that medication some years ago being similar to how I felt after the synvisc injection, just less pronounced, a few minutes after I had the first synvisc injection. Have canceled the other two injections. Am disappointed my orthopaedic surgeon is taking this in such a cavalier manner. Being a nurse involved in research for the county department of health, I wanted to follow-up. I found several sites on an internet search identifying infrequent but known respiratory reactions to synvisc injections. I am therefore, following through to the FDA in the hopes this report will perhaps enhance the drug warnings and hopefully help another potential pt. Frequency: once, route: im. Dates of use: 2008. Diagnosis or reason for use: left knee pain status/post, left knee arthroscopy. Event abated after use stopped or dose reduced? Yes.